Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 20 mg/ml dilaudid at 2.9 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the healthcare professional (hcp) suspected that the pump battery and/or motors were not functioning properly. No environmental, external, or patient factors were reported. No dye or roller studies were reported. The doctor had increased the dose by 40% and the patient was still in pain after years of stable therapy. A pump replacement was scheduled and occurred. The issue was resolved and the patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.